Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented due to myocardial infarction. Five days post treatment, the event was considered as resolved and the patient was discharged to hospice/comfort care on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina which was finally diagnosed to mi and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal left circumflex artery (lcx) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct placement of a 3.00x12mm promus element¿ plus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient came to the emergency department with complaints of shortness of breath (sob). It was reported that the symptoms of sob began 2 weeks ago. The patient also noted some left lower extremity swelling. The patient also had a chronic minimally productive cough with yellow sputum. On the same day the patient was subsequently diagnosed with acute exacerbation of congestive heart failure and was treated medically with respect to this event. Troponin I value was noted to be elevated and site reported an event of acute mi. Subsequently the patient was referred for cardiac catheterization for further evaluation. Two days after, the 80 -90% isr of study stent located in proximal lcx was treated 3 x 15 mm quantum maverick balloon. Post treatment, good results were obtained. Additionally, cardio renal balance was treated with pressors, intra-aortic balloon pump and bump drip. The event was not resolved at the time of reporting.